Event description:
It was reported that during use, the device under-infused. The patient presented for a disconnection appointment at which time the pump read reservoir volume 0ml and 138ml given; however, there was still 20ml left in the bag. Per the reporter, there was no patient harm.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.